Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor reported an over-infusion issue to zyno medical on (B)(6) 2018. The end user reported to the distributor that the affected pump was set for an infusion for two hours but completed the infusion in only an hour. When the distributor received the pump, the pump was tested for 3 times, sometimes within specification and other times had a flow rate twice as fast. No patient injury was reported for this case.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00053).

Manufacturer narrative:
The pump was tested on 06/22/2018 and met all specifications. The pump was found to have a flow rate accuracy of -1.93% which is within +/-5% specification. The reported flow rate issue was not confirmed.